Manufacturer narrative:
Additional information was received indicating that this device was explanted and replaced due to normal battery depletion rather than a product performance anomaly. Therefore, this event no longer meets reportability nor complaint criteria.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.